Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 343, which was observed during power up and running the device for an extended period of time. System error 343 was confirmed through a review of the event history log and caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 343. Any patient involvement, injury or medical intervention is unknown.